Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned product. The reported missing component (stent) was not confirmed because the stent implant was dislodged from the balloon and was returned on the stylet and in the protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported missing component appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during protective sheath/stylet removal resulted in the stent dislodgement inside sheath. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 2.5 x 33 mm multi-link 8 stent delivery system (sds) was selected for the procedure. Reportedly, upon removal of the product mandrel and protective stent sheath with no resistance felt, the stent implant was observed to be missing from the balloon. The stent implant was not found in the protective stent sheath, nor could it be found anywhere else. The sds was not used in the procedure. There was no patient involvement. A new unspecified sds was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.